Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh and the pelvisoft acellular collagen biomesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced recurrence, infection, urinary and bowel problems, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent removal of sutures from mesh approximately in (B)(6) 2007 due to pelvic pain, dyspareunia, lower back pain & chronic urinary infections. It was reported that the patient underwent excision of permanent vaginal suture and vaginal granulation tissue on (B)(6) 2012. (B)(4).

Manufacturer narrative:
D(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystosocopy, due to stress urinary incontinence and cystocele.

Manufacturer narrative:
It was reported that following insertion the patient experienced post coital spotting, atrophic vaginitis, and tissue granulation. It was reported that patient concurrently underwent anterior colporrhaphy.

Event description:
It was reported that following insertion the patient experienced post coital spotting, atrophic vaginitis, and tissue granulation. It was reported that patient concurrently underwent anterior colporrhaphy.